Event description:
It was reported that the cartridge was leaking from the o-ring. Customer declined to complete the check at the time of report therefore no additional information was available. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.